Event description:
This event is reportable based on the product analysis approved on 05/06/2009. It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure, the stent was unable to cross the lesion. Using the femoral artery for access, the physician encountered significant resistance during insertion and could not cross the 85% stenosed and severely calcified target lesion located in the severely tortuous mid left circumflex (cx) artery with a 3.0x28mm taxus liberte stent. Flushing was maintained during the procedure and ivus was not used. The procedure was successfully completed with another 3.0x28mm taxus liberte stent. No patient complications occurred and the patient's condition was listed as "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual examination of the returned unit revealed proximal stent damage on its first row, with struts misaligned. A visual examination also revealed that there was a kink along the entire length of the hypotube. The balloon and tip sections were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing records were reviewed, and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.